Manufacturer narrative:
(B)(4). Photographic analysis: three photos were provided, reviewed and a revised detail of the photos showed tissue, with blood and what appears to be a leak. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that after a laparoscopic gastric bypass procedure, with a blue gst reload and no buttressing material there was a leak in the gastric pouch, but no bleeding, approximately three days post-op. The patient was reoperated on and the staple line was identified as the source of the leak. It was unknown how the staple line was re-secured. The patient was septic and drains were placed. The patient is currently stable but still in the hospital for observation.

Manufacturer narrative:
(B)(4). Additional information requested and received: was there any issue noted with staple form in initial procedure or reoperation? No. How was the leak identified? Septic on pod#2. How was the leak addressed? Wide drainage. Was a leak test performed? Yes, with both methylene. Which firing of device was area of leak? Angle of his (probably 6th fire of the case). What other color reloads were used in procedure? White. What is the gender/bmi of patient? Female, (B)(6). What is the current patient status? Alive and well.